Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, pre operatively, the device had unloading issue. The reload was very fast on the adapter and it was difficult to replace the reload from the adapter. It worked independently without a pressure on the button, the reload swung to the left and right side without a break. When they put the battery in the case the handle makes unusual loud noises. The customer was not sure that the instrument works well. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The chip was uploaded and indicated 15 autoclave cycles for the handle. A pmv representative adapter and single used loading unit were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.